Event description:
Customer reported the rui console connectors are damaged. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rui. System operates as intended. This MDR is related to ge healthcare complaint number.